Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A regional business manager reported on behalf of the customer that an a1059 mayfield modified skull clamp slipped, causing laceration to the female patient. The incident date was unknown. There was surgery delay noted. Additional information has been requested.

Manufacturer narrative:
The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record review cannot be performed at-this-time as lot or serial number of devices was not provided nor has the product been sent in for inspection. The reported complaint was not confirmed.

Event description:
N/a.